Event description:
It was reported through a service report that the cot was leaking fluid from the smaller of two hoses. No adverse consequences have been reported.

Manufacturer narrative:
Other: fluid leak.